Manufacturer narrative:
The proximal only segment of the electrode was returned. Upon receipt at our post market quality assurance laboratory, the returned portion of the electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 32.5 centimeters (cm) from the terminal pin. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that this electrode exhibited high out of range shock impedance measurements. Additionally, signal amplitude measurements appeared flat in the alternate sensing vector. An electrode fracture was suspected. Technical services (ts) discussed the option of obtaining x-rays. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that an x-ray was performed and confirmed a conductor fracture. Surgical intervention was undertaken. The electrode was explanted and replaced, and the patient was upgraded to a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. The product is in possession of the hospital at this time. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Event description:
It was reported that this electrode exhibited high out of range shock impedance measurements. Additionally, signal amplitude measurements appeared flat in the alternate sensing vector. An electrode fracture was suspected. Technical services (ts) discussed the option of obtaining x-rays. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this electrode exhibited high out of range shock impedance measurements. Additionally, signal amplitude measurements appeared flat in the alternate sensing vector. An electrode fracture was suspected. Technical services (ts) discussed the option of obtaining x-rays. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that an x-ray was performed and confirmed a conductor fracture. Surgical intervention was undertaken. The electrode was explanted and replaced, and the patient was upgraded to a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. The product is in possession of the hospital at this time. If the product is returned, analysis will be performed and this report would be updated at that time.